Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, the device creates a partial seal with less than 5cc bleeding in various locations after even multiple seals. No regrasp alarm but end tone was heard. A new device was opened and used without bleeding. There was no patient injury.